Manufacturer narrative:
Part number associated with device only sold in (B)(4). Investigation could not be concluded as no device was returned. Synthes is unable to determine manufacturing date without a lot number. No additional info is available.

Event description:
The head of the mf cortex screw broke off during screw removal from the orbital bone. The broken fragments will remain in the pt. Surgeon does not plan to revise pt.